Event description:
The pedicle screw fractured mid-shaft post-operatively. Revision surgery was performed to remove and replace the screw. The distal piece of the screw could not be removed and was left implanted. The explanted part was disposed of by the hosp and is not available for analysis.

Manufacturer narrative:
The parts are not available for analysis. This is a known complication of this procedure and is cautioned in the product insert.